Manufacturer narrative:
Pt age: - information not provided. Field service specialist visited account after the events and evaluated the system. He verified laser operation, checked energy calibrations and tested the laser. System meets amo specifications. A clinical development manager (cdm) visited the account. Account reported that the heating system was the most recent change in the office. Cdm asked them to have the hvac system checked as debris may have been thrown about into the ventilation system. The location of the dlk trace is peripheral and moved centrally. Cdm questioned the eye drops and they use besivance, zymaxid and vigamox. Cdm explained the approved drops for lasik and wondered if the besivance used immediately after surgery could be getting under the flap in the marginal area. They are sterilizing and re-using the disposable cannulas and they were instructed to immediately stop. There was much dust around the area. Cdm noticed that the suction ring from the patient interface was placed on the dusty keyboard prior to use, statim equipment (sterilization) never gets a spore test or wet-vac used to dispose the water and appeared very dusty as well. It was also noticed during her visit that the drops used for the patients were placed opened and upside down on the laser exposed for days. They were instructed to throw them immediately and get a new bottle. Once the hvac system was checked, cannulas used properly and new drops were implemented, the dlk issue was resolved. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported patient experienced diffuse lamellar keratitis (dlk) grade 2-3+ post treatment. Original surgery date is (B)(6) 2014. No loss of best corrected visual acuity (bcva) reported. Uncorrected visual acuity (ucva) is 20/20 for the right eye and 20/25 for left eye.

Manufacturer narrative:
This case was originally submitted on (B)(6) 2014. We received acknowledgment 3 with a failed message due to a wrong format for the initial reporter phone number (there was an extra dash). The case was resubmitted on (B)(6) with the correct phone number. Placeholder.